Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the reservoir came out. The blood glucose at the time of the incident was 260 mg/dl to 400 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump had cracked battery tube threads, reservoir tube lip completely broken off, cracked case at reservoir tube window corner, reservoir tube window and minor scratched display window. Unable to perform the displacement test, basic occlusion test, occlusion test due to damaged reservoir tube lip. Pump passed prime test and excessive no delivery test.